Manufacturer narrative:
(B)(4). The opt946 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. The complaint opt946 optiflow nasal cannula is currently en route to f&p (B)(4) for evaluation. We are in the process of determining if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that the opt946 nasal cannula had torn tubing at the connection where the unit connects to the circuit. It was also reported that the drug veletri (epoprostenol) was being nebulised to the patient. There was no reported patient conseqeunce.

Manufacturer narrative:
(B)(4). The opt946 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint cannula was received in new zealand and was visually inspected. Results: visual inspection revealed that the tubing was found deteriorated near the connector, the white clip and the manifold. No stretching of the tube was found but a brown stain was found on the tubing. Conclusion: we were unable to determine what caused the brown stain on the tubing, however, the customer had confirmed that the drug veletri was being nebulised prior to the observed cannula damage. It is known that the ph of veletri solution is greater than 10 before nebulising. In contact with the material of the breathing tube this would cause hydrolysis of the polyester polymer. The multiple cracks seen on the inside surface of the breathing tube are consistent with chemical attack. Sodium chloride crystals indicated that a solution had evaporated on the surface of the breathing tube. The user instructions which accompany the opt944 nasal cannula state that the interface is intended to be used "for delivery of humidified respiratory gases." And includes the following cautions/warnings: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A hospital in ohio reported via a fisher & paykel healthcare (f&p) representative that the opt946 nasal cannula had torn tubing at the connection where the unit connects to the circuit. It was also reported that the drug veletri (epoprostenol) was being nebulised to the patient. There was no reported patient conseqeunce.